Event description:
Or rn was attempting to use the "smith and nephew spider2 limb positioner" and used the foot pedal to move it with no luck, so she changed the battery. She removed the battery that was in the equipment and replaced it with a battery that was on the charger. The battery that was on the charger was not hot to the touch or swollen in any way, so she plugged it into the machine, and again attempted to move the limb positioner via the foot pedal, but it again did not move, so she moved away to see if she could diagnose to problem. Approximately 2 seconds later the battery that she had just plugged into the machine "exploded" and sent plastic shrapnel through the air. There was a patient on the bed at the time, but they were uninjured, along with staff in the room. The battery made a very loud and audible "pop" and startled all of the staff in the room. The equipment was immediately taken out of service, and the manufacturer was contacted. Once it was safe, the battery was taken off of the equipment, and the broken pieces of plastic were collected. Manufacturer response for operating room limb positioner, spider2 (per site reporter) a rep responded to the hospital within an hour and picked up the battery. The machine itself is still at our facility.